Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The tech put the cup on to the offset cup impactor correctly. The surgeon impacted the cup successfully but was then unable to remove the cup from the impactor. He had to remove the cup from the patient and we had to open a new cup and get an additional cup impactor handle to proceed with the surgery. Update: the surgical delay it created was about 10 minutes because it had to be removed and a new cup had to be inserted into the patient.